Manufacturer narrative:
Concomitant medical product: d274drg ICD implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead was unable to capture at eight volts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.